Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a cgm accuracy issue which occurred after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 55 mg/dl and the bg meter was reading 500 mg/dl. The patient was asymptomatic. The patient was taken to the hospital with the daughter accompanying her. At the emergency room the patient could not recall what medication or treatment she was provided. The patient was admitted to the hospital and was discharged home 2 days later. The patient was ¿feeling better¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information. H6 codes: health effect - clinical code- additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 06/07/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a cgm accuracy issue which occurred after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 55 mg/dl and the bg meter was reading 500 mg/dl. Per follow up with the patient on (B)(6) 2024, the patient stated she was experiencing difficulty standing and moving. She was taken to the hospital (it was not specified by who) but the patient's daughter did accompany her. At the emergency room the patient could not recall what medication or treatment she was provided. The patient remained there for 48-72 hours until she stabilized. At the time of the follow up report, that patient was stable and okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.